Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, noise was observed. No lead anomalies were noted on x-ray. The lead was explanted and replaced. Patient condition was good.